Event description:
The doctor used four (4) cook 6 shooter saeed multi-band ligators with the same lot number in one procedure. The doctor found these ligators cannot shoot after 1 or 2 bands are successfully deployed. The user changed to another lot of the same product to finish the procedure. See mdrs 1037905-2012-00235, 00236, 00237, and 00238. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reported, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Unused products were returned in sealed trays from the same lot number associated with the complaint product and evaluated. Our evaluation of the returned unused devices was unable to confirm the report of the difficulty to deploy the mbl bands. During our laboratory analysis, each mbl device was attached to an endoscope that is placed in a simulated biliary position with vacuum attached. The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled. Each latex band was successfully fired in consecutive order and the bands constricted and were securely attached to the varices. It can be reported that the unused product functioned as intended as a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Unused products were returned from the same lot number associated with the complaint product and evaluated. It can be reported that the unused product functioned as intended as a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord lightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continued to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.